Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak from the balloon was confirmed due to a proximal seal separation. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheaths were not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove the protective sheaths, balloon rupture/leaks/inflation issues or shaft separations/breaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal left anterior descending (lad) artery with no tortuosity and no calcification. Pre-dilatation was performed with a 3.0 x 20 mm trek balloon. The 3.0 x 28 mm implant was placed at the lesion, but when the delivery catheter was pressurized up to 14 atmospheres, the balloon would not inflate and a leak of contrast was observed at the proximal end of the balloon. It was reported that there was some resistance during sheath removal, but no resistance during advancement of the delivery system to the lesion. The device was removed and a 3.5 x 28 mm implant was used to successfully treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.